Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the non-invasive blood pressure (nibp) interval mode suddenly stopped working and nibp was not able to be measured with the infinity m540 monitor. It was noted that this function operated as normal for several hours before it stopped working. No adverse patient impact was reported.

Manufacturer narrative:
The images provided confirm that the issue was obvious as the last measurement timestamp was displayed at the infinity acute care system (iacs) cockpit (the time of last reading showed 20 min when the interval was set to 15min) and the interval progress bar was frozen. Because nibp measurements occur intermittently and a patient¿s condition may change between measurements, users are warned to not rely on nibp alarms alone to notify you of a patient¿s changing condition. Review of the logs provided identified root cause of the reported issue as failed automatic windows update attempts resulting in excess logging that overloaded the cockpit memory. As standard practice for cybersecurity, the infinity network is recommended to be isolated from the internet. However, if connected to the internet, the cockpit may attempt to automatically download microsoft windows updates. As software loaded on the iacs must originate from a service software tool and not the internet, the update attempts fail. At this site, the infinity network/cockpit connects to the internet, therefore, draeger recommended the site update to vg9.0.1 which includes features preventing windows updates from initiating. The site updated the software, and no further issues have been reported. Further review found this was reported in error, this complaint is not reportable based on the following: there was no report that reasonably suggests that a draeger medical device caused or contributed to a death or serious injury. There was an alleged report of a malfunction, but if this malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. No adverse patient impact was reported. If the nibp interval mode unexpectedly stopped taking measurements, this would be obvious to the user as the last measurement timestamp is displayed, and the interval progress bar does not progress (is frozen). Because nibp measurements occur intermittently and a patient¿s condition may change between measurements, users are warned to not rely on nibp alarms alone to notify you of a patient¿s changing condition.

Event description:
It was reported that the non-invasive blood pressure (nibp) interval mode suddenly stopped working and nibp was not able to be measured with the infinity m540 monitor. It was noted that this function operated as normal for several hours before it stopped working. No adverse patient impact was reported.